Event description:
It was reported that during a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure, the maryland bipolar forceps instrument did not coagulate properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the original reporter but was not able to gather any additional information about the complaint.

Manufacturer narrative:
Based on the claim against the maryland bipolar forceps by the customer noting the instrument did not coagulate, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage on the bipolar yaw pulley near the grip base. Upon visual inspection, there was no damage observed on the conductor wire. The instrument passed electrical continuity. No pieces were missing. The complaint regarding instrument did not coagulate was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of damaged conductor wire insulation and/or thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint is considered a reportable event due to the following conclusion: failure analysis confirmed the maryland bipolar forceps instrument had thermal damage on the bipolar yaw pulley near the grip base. While there was no harm or injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur.